Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, per report, the injury was attributed to the patient¿s fragile aorta from previous radiation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
After successful transaortic tavr procedure, upon removal of the sheath it was noted that there was bleeding at the sutures and additional sutures were needed. The patient's blood pressure dropped to low 40's and inotrope support was provided. The blood pressure rebounded to 180/90, at which time the suture bleed and a tear were noted. Additional repairs were needed. The patient¿s vitals varied greatly from hypotension to hypertension and anesthesia tried to stabilize pressures and heart rhythm. It was decided the repair should be done on bypass to decompress the heart and have the patient receive extra support. After 30 minutes on bypass pump, the transaortic repair was completed and patient was taken off pump. Once off pump, blood was noted to continue to leak in the transaortic space from an unidentified source. The echocardiographer noted that the left ventricle was not maintaining fluid status. It was determined a full sternotomy was necessary for better visualization. A small puncture was noted in the left ventricle and this was patch repaired. The physicians felt the wire must have punctured the left ventricle during the procedure. After the repair, volume status and blood pressure remained stable. The patient was surgically closed and sent to the ICU for further monitoring. During the procedure, the patient received 5 units of packed red blood cells, 6 units of cell saver and 4 liters of crystalloid. The events were attributed to the fragile aorta from previous radiation and a left ventricle perforation with the wire during the procedure.